Event description:
This pt underwent limited discectomies at l4-l5 and l5-s1 repair radiculopathy secondary to a herniated nucleus pulposus in which adcon gel as administered. At 10 days post-surgery, the pt complained of headaches and presented with wound swelling. A MRI revealed a pseudomeningocele. The pt underwent a re-operation for open exploration and was treated with a blood patch.

Event description:
Pt underwent a spinal surgical procedure in which adcon gel was administered. Within 6 weeks post-operatively, the pt presented with pseudomeningocele.